Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2019 and was rushed to the emergency room due to low blood glucose. The customer¿s blood glucose level was 51 mg/dl at the time of the incident. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer was treated with glucagon. Customer declined to troubleshoot for low blood glucose due to past event. The insulin pump will not be returned for analysis.